Event description:
It was reported that the patient underwent a face lift procedure on (B)(6) 2019 and the suture was used. During the procedure, the suture frayed while suturing. The procedure was completed successfully. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # ==> (B)(4). It was reported that the patient underwent a face lift procedure on (B)(6) 2019 and the suture was used. During the procedure, the suture frayed while suturing. The procedure was completed successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/17/2019.

Manufacturer narrative:
Product complaint # (B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
Suture frayed while suturing intra-op on facelift procedure. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Yes. Patient status/ outcome / consequences unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. (B)(4). Device property of none. Device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.